Manufacturer narrative:
(B)(4). Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical usage were observed. A visual inspection was conducted. Slight char and tissue material were observed on the jaws. The heater wire was flexed away at the center of the hot jaw. The heater wire remained attached at the tip and base of the hot jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. The device did not emit any power. A temperature and resistance evaluation could not be conducted to evaluate the device function as the device did not emit power. The handle was opened to check if there was any contamination or defect to the switch or the toggle. The bulkhead connector wire was observed to be detached. To check the electrical continuity in the device, the shrink tubing was removed and the jaws were dissembled. The insulation/wiring was observed to be intact with no defects. An engineering evaluation was conducted to identify the root cause of the confirmed electrical failure. Continuity testing was conducted to the wiring in the handle and the handle produce power. To test the electrical integrity of the jaw assembly, the jaws were disassembled under magnification revealing wiring to the weld that provides energy to the heater was separated from the primary jaw. This wire is normally welded securely to the primary jaw. The failure of this weld is therefore identified as the root cause of the confirmed electrical failure for this complaint unit. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy" and the analyzed failure "bent wire" was confirmed. The device history record (DHR) and manufacturing process was reviewed. The DHR record review shows that the reported device lot conformed to all specifications and passed inspection prior to release. The root cause of the device failure to work can be attributed to assembler error. Operator defect awareness training was performed as a result of this complaint. Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws did not have any energy when used. The customer checked all the cord connections and power settings with no success. Customer also changed the hemopro 2 cord without success. They opened up another hemopro 2 kit and it worked fine. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws did not have any energy when used. The customer checked all the cord connections and power settings with no success. Customer also changed the hemopro 2 cord without success. They opened up another hemopro 2 kit and it worked fine. The hospital did not report any patient effects.